Manufacturer narrative:
Only the pushwire was returned for evaluation. The implant coil was found broken at the detachment zone.

Event description:
It was reported that resistance was felt during placement of the coil. The physician withdrew the coil for repositioning and the coil stretched. Upon removing the coil with the catheter, a small part of the coil was left in the pt's artery. No pt injury reported.